Event description:
A pump alarm was reported during pumping, identified as alarm 20. There was no adverse impact on the customer¿s blood glucose level. The customer attempted to load a new cartridge but the alarm recurred. The customer will use an alternate form of therapy, mdi, to ensure insulin delivery is not interrupted.